Event description:
It was reported that the pt experienced increased pain. The catheter was found to be occluded (troubleshooting method not reported) and was replaced. The pt outcome was reported as good. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.